Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2005.

Event description:
It was reported that an infection occurred. The implantable pulse generator (ipg) system was explanted. The lead was subsequently returned to the manufacturer, analyzed and tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.